Manufacturer narrative:
This is a follow-up to the previous medwatch report as additional information was received on 1/14/2020: addutional information received 1/14/2020: safari2 xs lot #? Not available did the physician experience any difficulties removing the stylet from the le that became stuck on the safari2 (if yes, please clarify)? No. Had the guidewire been used with any other device prior to the physician's attempts to pass the wire through the le? Just a pig tail to position the wire in the ventricle. How far was the wire inserted into the second le before the restriction was met? The second le was inserted till the ascending aorta. Was the second le and safari2 removed from the patient together after the delivery system became stuck on the wire? Yes. Where on the guidewire did the kink occur? Not clear kinking, just the le was not able to be advanced an later (outside the patient was very dificult to remove the wire, we pull strongly until the wire was uncoiled and then was possible to remove it. Was any other damage observed along the wire prior to and after it was removed from the le? No. Why is the guidewire not being returned? Was uncoiled when was extracted from the le and then discarded. Are any patient status updates available? Patient is ok after sapien implant the safari2 guidewire is not expected to be returned for failure analysis. Without return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Additionally, no lot traceability was provided. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. Review of the process indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The complaint is non-verifiable as the product was not returned for evaluation. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors may have contributed to the event as reported. If additional information is received or product is returned for anaylsis another follow-up medwatch report will be submitted.

Manufacturer narrative:
The safari2 guidewire is not expected to be returned for failure analysis. Without return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Additionally, no lot traceability was provided. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. Review of the process indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The complaint is non-verifiable as the product was not returned for evaluation. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors may have contributed to the event as reported. If additional information is received or product is returned for analysis a follow-up medwatch report will be submitted.

Event description:
As reported by the distributor, event description: it was reported that: after a 2 partial resheaths due to asymmetrical unsheathing, the valve was placed lower but during unsheathing the valve didn't expand correctly. It was changed with a new valve but the second one was stuck on the wire, so it was also removed and the procedure was completed with a sapien. Additional information received: how many valves were required to complete the procedure? 3 if more than one valve was implanted indicate sequence: 1 lotus 25 unsuccessful to unsheathe, 1 lotus 25 unsuccessful to cross the wire, 1 sapien 26 successful to implant with a new wire. First valve was not opening correctly, we change for another valve and the wire kinked inside, was not possible to remove the wire. No more 25mm valve available so a sapien valve was implanted successfully.